Manufacturer narrative:
Evaluation method: other (film). Evaluation results: inherent risk of procedure (stent graft migration, endoleak). Patient's condition affected effectiveness of device (aortic neck dilatation and angulation). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (aortic neck dilatation and angulation).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately eight years ago. Aneurysm and vessel morphology from the time of implant are unknown. The current diameter of the aortic neck is 22mm, the aneurysm diameter is 39mm and the length is 44mm. It was reported that the stent graft had migrated 3cm with neck dilatation and a proximal type I endoleak. Despite the endoleak the abdominal aortic aneurysm remains small. No intervention was performed and the physician will monitor the patient. Review of returned films post-implant confirmed that the stent graft has migrated down approximately 3cm below the renal arteries with a proximal type I endoleak. The proximal neck diameter (flow lumen) below the renal arteries measures 20mm x 25mm, and 10mm below the renal arteries measures 25 x 37mm. The neck is angulated to approximately 80 degrees; however, the stent graft does not appear kinked at the flow divider or limbs. The aaa measures 4cm, and there is good distal sealing at the iliac limbs. Earlier follow-up images were not provided. It is likely that disease progression (neck dilatation and angulation) contributed to the stent graft migration.